Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, the device would not dilate the lesion. The physician advanced the 2.0x20mm maverick 2 balloon to an unknown target lesion but was unable to dilate the lesion. There were no patient complications reported. However; analysis revealed a tear in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a microscopic examination of the balloon found that a longitudinal tear was present in the balloon material. The tear stretched from the proximal edge of the proximal markerband to the distal end of the distal markerband. The total length of the tear was approximately 20mm. An examination of the proximal and distal markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).